Manufacturer narrative:
According to details of the report, bioglue surgical adhesive was used in two aspects of the described surgical procedure. During the procedure, the device was initially used to secure a teflon sling, containing the vessel, away from the trigeminal nerve. In this case the product was used subdurally. According to the products instructions for use (IFU) this type of repair is contraindicated. Specifically, it is noted that "bioglue is contraindicated for use in cerebrovascular repairs" and is indicated for use as an adjunct to standard methods of surgical repair (sutures, staples, etc). Additionally a warning within the IFU states, "avoid contact with nerves." As indicated by the surgeon, the surgery is performed through a small opening in the dura and visualization is not ideal. The reported event also involves the use of the device in dural sealing while closing the surgical wound (an approved indication in other countries except the united states). The product performed as indicated for sealing the dura. With the available info, it appears that misuse of the device caused or contributed the reported pt condition. Manufacturer did not receive form 3500a from user. This investigation is ongoing. Any additional info provided to the manufacturer will be submitted in a supplemental report.

Event description:
According to the surgeon's report bioglue surgical adhesive was used during a microvascular decompression (mvd) procedure (not an indicated use in the united states) to treat the condition described as trigeminal neuralgia. The technique involves opening the cranium and dura using a posterior approach. Once the area of the trigeminal nerve is isolated, the vessel that is exerting pressure on the root is transposed upward so that it no longer contacts the trigeminal nerve. A sling of teflon is fashioned to hold the vessel in place once transposed. The traditional procedure is to suture the teflon sling to the "dural tent" (also known as dura of the tentorium). In this case, bioglue was used to secure the teflon to the dual tent. According to event details, the pt experienced post-operative headaches. The pt also experienced double vision which may have been the result if the adhesive contacted the optic nerve. It is also noted within the report that the product may have dripped onto the trigeminal nerve resulting in an immediate bradycardia. As of 09/01/2004, the pt appears to be stable with no further complications reported to date.